Event description:
Silicone breast implants caused immune response, diagnosed with sarcoidosis and then t-cell lymphoma. T-cell mediated inflammation, reactive process to silicone, inside bone marrow. My body is making new t-cell clones. Implant surgery 2005. Still in me, being removed within 60 days.